Manufacturer narrative:
The excor blood pump pu valves; 10 ml in/out; ø 6 mm, s/n 2430121 was used on the patient from 2025-11-10 until the pump was replaced on 2026-03-24. The event occurred on 2026-03-19, which is (129 days) after the pump was placed on the patient, who is being supported with an excor ikus driving unit. We have reviewed the production records of the excor blood pump. This pump was produced according to our specifications.

Event description:
The site contacted berlin heart clinical affairs (ca) on (B)(6) 2026 to report that a patient with excor blood pump pu valves; 10 ml in/out; ø 6 mm, experienced a neurological event on (B)(6) 2026 the patient presented with weakness, gastrointestinal symptoms, mostly vomiting, that worsened on (B)(6) 2026. Multiple fibrins were noted in the cannula: cluster fibrin at the outflow, scattered fibrin in the silicone part of the outflow cannula, one flapping fibrin in the lv outflow cannula. There were 2 flapping fibrins to the lv outflow cannula and small additional fibrin strand to anterior aspect of the outflow cannula. Head and neck CT scans performed on (B)(6) 2026 showed mycotic ruptured aneurysm, acute thrombus/hyperdense mca. There was no evidence of large vessel occlusion. After neurological consultation, a neuro angiogram as well as an intracranial aneurysm coiling were subsequently performed. The berlin excor blood pump functioned as intended maintaining full filling and ejection. Multiple deposits were noted in the outflow cannula before and after the event.